Event description:
This is an adverse event occurring in a pt with a long-segment (10cm) barrett's esophagus containing high-grade dysplasia who was enrolled in the (B)(6) registry. After successful circumferential and focal ablation, a mild stricture was noted on f/u endoscopy. The pt was not reporting symptoms of dysphagia at that time. The endoscope was able to pass the area of stricture without difficulty. The stricture was dilated empirically with a 12-14 mm balloon without complication. Per the physician, event severity was mild, relationship to device procedure possible, and there was no device malfunction.